Manufacturer narrative:
Insulin pump received with cracked case at the reservoir tube window corners, cracked reservoir tube window and broken battery tube threads. However, pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection.

Event description:
The customer's parent reported via phone call that the insulin pump has a crack and a piece was missing from the threading of the battery cap. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.